Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the avea ventilator; the uim (user interface module) is inactive and will not respond to touch commands. The customer reported the uim screen is freezing up and is unable to calibrate the screen. There is no patient involvement associated with the event.